Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. There have been no manufacturing changes with the company device. No determination can be made without physical evaluation of the sample. The reporter has indicated they do not want to provide any further information. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the intraocular lens tore minimally when injected into the patient's eye. It seemed to doctor that it was slightly different in appearance and a little harder to inject the intraocular lens. Something was strange and the distal haptic did not appear to position itself in the usual way. Additional information was received and it was further clarified that intraocular lens was harder than usual (appearance) had difficulty positioning the haptic on the cartridge.